Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty procedure of the left superficial femoral artery. Reportedly, a cuff miss occurred. The device was removed from the patient groin and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported as obese. Concomitant medical products: dilatation catheter: jackal rx. Guide wire: treasure xs12, cruise. Guide catheter: destination. Sheath: 7 fr. Stent: smart. Heparin. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. However, a link to cuff detachment occurred, which may look similar to the user as the reported event. Based on visual inspection of the returned device, there is no indication of a product deficiency. The reported patient obesity and mild calcification at the target vessel may have been contributing factors to the reported cuff miss; however, this cannot be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.